Event description:
It was reported that the cuff could not be deflated. The patient had pulled the inflation port off of the catheter. The catheter was retained in the patient's body. The patient had a sigmoidoscopy to remove the cuff portion that was retained in the patient's body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.